Event description:
It was reported that during parathyroidectomy, vocalis 2 after coming off of electrode off ( electrocautery) vocalis 2 is not able to come out of a red x function even though it was working through 3/4 of the case. Adjusted the tube moved it 180, reseated the cords, turned the system on and off, taped the right side( red side to the throat)-no res. Switched channel 1 and 2- no resolution. The channel 2 was not passing electrode check mid-procedure, so it was working fine until later on in case when the pi box fell off the bed rail to the floor. Nim et tube placement was adjusted, electrode cables reseated in pi box, system reboot, channel 1 channel 2 electrode cable connections switched, no resolution was achieved. The procedure was extended up to less than 1 hour. There was no patient impact in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device was placed in a large plastic bag and returned in original packaging carton. There was no damage noted in the construction of the returned device. However, there were traces of contamination observed on the cuff and pieces of hair on the tube. There was also a surgical tape wrapped around the tube. There were voids observed in all 4 trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 22.2 ohms (blue), 38.6 ohms (blue with white stripe), 58.4 ohms (red), and red with white stripe resulted in no reading (out of specification). Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device failed electro de check for vocalis2 (was off/x) and ¿lead off detected¿ error was observed on vocalis (channel) 2. The complaint was confirmed, due to an out of specification condition. Previous codes b17, c20, d16 and g04134 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.